Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. 510k: this report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown. UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent surgery humerus fracture with mhn aiming arm. When the surgeon inserted two proximal screws, two distal screws, and attempted to insert an ascending screw, the drill interfered with the nail. After interference, the drill was continued but drilled the rear of the nail. There was no damage to the drilbit. When the screw was inserted, the screw did not enter the screw hole of the nail but was inserted at the rear of the nail. When the surgeon re-drilled and inserted the screw again, he confirmed that the screw was properly inserted into the screw hole. The surgery was completed successfully without any surgical delay. The patient status and outcome is stable. No further information is available. Concomitant device reported: unk - screws: nail locking (part# unknown, lot# unknown, quantity: 1). This report is for one (1) unk - nails. This is report 1 of 2 for complaint (B)(6).